Manufacturer narrative:
Device evaluation summary: visual analysis: visual inspection shows evidence of clots/fibrin. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results as reported below: 288 ml/min 02 xferc ¿ 179 ml/min co2 xferc ¿ 195 mm/hg delta pblood reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the fusion oxygenator stopped functioning after 170 minutes during a surgical procedure, with abdominal po2 levels of 15.6 kpa observed. The device was replaced to complete the procedure. It was unknown if there was any complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the patient's partial pressure of oxygen (po2) levels dropped. There were no pressure differences, only the oxygenation dropped. Heparin was used in the prime and during the case. The pressure was measured post oxygenator, near the sampling port. Heparin dosing was monitored with the hemochron signature elite act machine to achieve optimal therapeutic response. The values ranged from 420 to 480 seconds. The temperature post oxygenator was 34°c. Medtronic received additional information that the po2 level drop was the only impact on the patient. Correction d4.2 (expiration date), d5 (oper of dev) h4 (device mfg date): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.